Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month after implant, the physician "believes that the pause (episode) was much longer than reported by the (implantable cardiac monitor (icm)." The device was explanted. No patient complications have been reported as a result of this event.